Manufacturer narrative:
(B)(4). The evaluation and repair of the device is not yet available.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
(B)(4). The customer was not able to duplicate the initial event.